Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. The surface of the stent was found not smooth when it was unpacked. The front of the stent was damaged. The procedure was completed with another taxus stent. No pt complications were reported.